Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The implantation date of the subject pacemaker is currently unknown.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, it was not possible to interrogate the subject pacemaker with a smarttouch programmer, even though the green leds of the associated inductive programming head were lit. The device could be interrogated with an orchestra plus programmer. No issue occurred with the smarttouch programmer after the event.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, it was not possible to interrogate the subject pacemaker with a smart touch programmer, even though the green leds of the associated inductive programming head were lit. The device could be interrogated with an orchestra plus programmer. No issue occurred with the smart touch programmer after the event.

Manufacturer narrative:
Expertise files analysis confirmed the reported behavior and revealed that it was due to a temporary and exceptional interruption of the programmer software component in charge of driving the inductive telemetry head. Normal behavior was restored shortly after the reported event. No issue is suspected on the subject pacemaker.

Event description:
Reportedly, during a follow-up performed on 20 may 2020, it was not possible to interrogate the subject pacemaker with a smarttouch programmer, even though the green leds of the associated inductive programming head were lit.the device could be interrogated with an orchestra plus programmer. No issue occurred with the smarttouch programmer after the event.